Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04922. It was reported that rotawire fracture occurred. The target lesion was located in the moderately tortuous circumflex artery (lcx). A 330cm rotawire¿ was placed into the circumflex coronary artery followed by rotablator burr, overstepping the bifurcation with the left anterior descending artery (lad) and going through the circumflex artery that formed an angle with the left main of approximately 90 degrees. When the rotablator burr was activated to ablate the calcium, instead of moving forward on the rotawire, it moved straight not following the track and went straight in to the lad coronary artery and the rotawire broke. The procedure was completed with another of the same device and the broken part of the rotawire was stented against the artery wall. No further patient complications were reported and the patient's condition was stable.